Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.

Event description:
Caller reported he was about to take the cannula out and realized the infusion set tubing was not complete; tube was leaky. Infusion set has been discarded. No adverse event reported. Requested return of the infusion set for evaluation.